Event description:
Title: davol [ bovie ] esu. Performing a tracheostomy [while the patient was on a ventilator]. The skin at the base of neck anesthetized with 1% lidocaine with epinephrine. A transverse incision was made. The subcutaneous tissue was divided with electrocautery [using the bovie electrosurgical unit (esu)]. Upon making the incision, the endotracheal tube was encountered. The tube itself actually caught fire within the trachea. It was extinguished with a towel. A wet sponge was applied to site. The area around the trach site was cleansed. Redness was noted around the incision site [without any significant degree burn noted]. Silvadene ointment was ordered by the physician [and applied to the site. The new trach tube was placed without complications to the patient. It is not known how long after this event the new tube was inserted. It is not known if any other surgical materials were burned. The physician was using oxygen while performing electrocautery. The labeling instructions of the bovie esu caution use of this device when oxygen is in use. According to the facility's biomedical engineering department's appraisal, user error was involved in this event because of the esu being used in conjunction with oxygen.